Manufacturer narrative:
Clarification to h6: health effect, clinical code e2402 represents to reported "wrinkling/rippling", "correction of asymmetry". The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "wrinkling/rippling", "correction of asymmetry".

Event description:
Healthcare professional reported "wrinkling/rippling", "correction of asymmetry", "change shape/size/style" and "staged reconstruction" via the national breast implant registry (nbir). This record is for the left side. Device was explanted and replaced with another manufacturer´s device.